Event description:
Complainant alleged that while attempting to pace a female pt the device pacer rate was erratic. The rate was set to 108 ppm (pulses per minute) and self-adjusted to 140 ppm. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.